Event description:
It was reported that after reconnecting to the ilet, the user¿s glucose dropped from a high reading to 47 mg/dl following an automated correction; the user had consumed jelly on an english muffin and juice, and additional oral glucose was advised and taken, with glucose rising to 69 mg/dl by the end of the interaction. Symptoms included hypoglycemia with presyncopal sensations. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.